Manufacturer narrative:
The event has been notified to hpf on 02 february 2018. On 08 february 2018 they sent to medacta their reporting as follow: batch released on date: 02/may/2017. N. Of pieces released: (B)(4). Comments: all the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. There aren't non conformity elements in the document review. Inspection: as shown in the picture above, the drill bit broke in 2 pieces. Conclusion: we suppose that the rupture could have been caused by a drill flexion during the use which led to the drill breakage. Investigation performed by r&d product manager on 21 february 2018: the image was analyzed. It is possible that the instrument was used not properly, applying a bending force during the drilling of the hole, but it can not be possible to determine with certainty the root cause of the event.

Event description:
During surgery the drill bit broke. All fragments were recovered. The surgeon used a smaller drill bit to complete the surgery. The surgery was completed successfully.